Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the bearings of the device had fallen apart. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cutter could not be inserted into the long attachment device, the bearing was damaged, the nose tube was bent/damaged, the labeling was missing, and components were missing. It was noted that the ball bearing fell apart, internal parts of the ball bearings were missing, the extension sleeve was damaged, and the triangle symbol was missing. It was further determined that the device failed pretest for cutter insertion, and lock operation ¿ rattle. Temperature test could not be performed. It was noted in the service order that the bearings were loose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.